Manufacturer narrative:
It was unknown if the device system would be returned. No further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system was removed, as a result of an infection. The field representative did not know any further details. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the device system will not be returned.

Event description:
Additional information was received indicating that the patient was hospitalized, as a result of the infection.